Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that cutter was found to be bended before usage and cutter shaft was broken and detached cutting vitrectomy surgery. The surgery was completed after replacing the product with new one. There was no patient harm reported.

Manufacturer narrative:
One opened probe was received with no tip protector, in a tray along with other items, for the report. At the time of receipt the probe needle was observed to be missing. The returned sample was visually inspected and found to be non-conforming with the probe needle broken off at the stiffener, confirming the received condition of the probe. A photo of a component is attached to the parent file and has been reviewed by the investigation site. The component appears to be a needle cannula, however further details, including if it is broken or was detached from the reported probe, cannot be determined. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms the broken probe shaft. The exact root cause of the broken needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. An exact root cause for the broken needle was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).